Manufacturer narrative:
Date if event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5120941/5146988,

Event description:
It was reported that the patient underwent an explant procedure due to ineffective therapy. The patient was doing well postoperatively. All device components were removed and discarded.